Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 15th november 2022 and 16th december 2022 recorded the sudden decrease of the shock impedance from approximately 73 ohms to below 25 ohms. The analysis of the provided iegm episodes revealed artifacts on the far-field channel, followed by loss of capture. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
It was reported that this lead was explanted in (B)(6) 2023. Exact date is unknown. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed that the insulation was found abraded through 11 cm distal to the df4 connector pin, which is assumed to be the root cause of the reported clinical observations. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
It was reported that this lead was explanted in (B)(6) 2023. Exact date is unknown. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2022 and (B)(6) 2022 recorded the sudden decrease of the shock impedance from approximately 73 ohms to <25 ohms. The analysis of the provided iegm episodes revealed artifacts on the far-field channel, followed by loss of capture. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that shock impedance on this lead is out of range (below 25 ohm) approx. 11 months after the implantation. No adverse patient events were reported. Lead remains implanted. Should additional information be received, this file will be updated.